Manufacturer narrative:
The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The biomedical engineer trouble shot the reported fault with ge healthcare technical support. Once the unit was restarted the alarm did not reoccur, and the unit was returned to service.

Event description:
The hospital reported the unit had a 'manifold pressure sensor failure' alarm, this alarm causes an inability to initiate mechanical ventilation. There was no report of patient involvement.